Manufacturer narrative:
The approximate age of device: 1 day. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2019. It was reported that post-op day 1, lvad clinicians were having difficulty communicating with biotronik implantable cardioverter-defibrillator (ICD). Communication with device occurred after shielding with lead and lifting the patient¿s left arm. Patient was in stable condition. No additional information was provided.